Event description:
There was no patient involved in this event. The device was switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in july 2010 and performed to specification up to the 19th october 2014. The device failed a self-test due to a low battery on the 26th october 2014. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between the (B)(4) 2015 and the last log entry on the (B)(4) 2015. The pad-pak became depleted during this time and a further pad-pak was installed. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.